Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Initial troubleshooting determined that the positioner control box was the source of the reported issue. After replacement, the fuse did not blow on the system, but this did not resolve the issue. Error logs have an emergency stop failure for all motion controllers. The power switching board was then replaced without resolving the issue. The rotor motion controller was then replaced and did not resolve the issue. After this replacement, the motion and drive relays were replaced and this resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The power switching and motion control boards were returned to the manufacturer for analysis. The boards were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The motion control box was returned to the manufacturer for analysis. Testing found that when plugged in alongside the positioner control box that was also returned to the manufacturer, the fuses on the system immediately blew. This indicates an electrical failure due to overloading fuses. The positioner control box was returned to the manufacturer for analysis. The system was unable to complete motion calibration when the returned device was installed in an imaging system. This indicated an electrical failure due to initialization of a collimator error. The relay has not been received by the manufacturer for evaluation. The replacement of the relay resolved the reported issue. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the pendant on the imaging system remained on "initializing please wait." Immediate troubleshooting determined that the most probably cause of the reported issue was the motion relay. Replacement of the relay did not resolve the immediate issue. When replacing the relay, a blown fuse was observed and was replaced. When attempting to restart the system, the representative noticed that the fuse blew at initial power up. This indicated that motion controllers are the most likely issue. There was no patient present when this issue was identified.